Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi was selected for a thrombectomy procedure in the fistula. The device was primed successfully. Aspiration was initiated inside the body. However after approximately 10 seconds, an error message to prime catheter again displayed and the device would not prime. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.